Manufacturer narrative:
Discussion: in evaluating the complaint, the end user reported that, on (B)(6) 2025 was in a vehicular accident. Per the end user, was crossing a cross walk and was hit by a car; pinned underneath the chair and received road rash. There was no evidence provided that the wheelchair malfunctioned. There was no information provided on what specific injuries the end user sustained or what treatment options were necessary. Conclusion: in conclusion, there is no evidence of malfunction from the wheelchair. Due to the allegation of potential serious injuries that required hospitalization, this MDR is being filed.

Event description:
End user reported that was crossing a cross walk on (B)(6) 2025 and was hit by a car; pinned underneath the chair and received road rash.